Manufacturer narrative:
UDI: (B)(4).

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician suspected device malfunction. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-2352-70, sn (B)(4): the returned lead was analyzed and the complaint could not be confirmed. Visual inspection revealed that the lead body was clean cut 56 cm from the proximal end and the distal section was not returned. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Additionally, the proximal end is slightly fractured between the retention sleeve and contact 8. The cause of the proximal end damage couldn't be determined. X-ray inspection found no cable fractures along the returned portion of the lead. Electrical test couldn't be performed due to the lead damage.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician suspected device malfunction. The patient was doing well post-operatively.